Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's cap broke off at the quick release which she noticed it after a shower. She went to put it back on it, but it was cracked on both. The site location was patient's stomach, and the pump was located on the left side. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored in her bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 107 mg/dl. No further information available.